Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right atrial (ra) channel, leading to inappropriate atrial tachycardia response (atr) episodes. Which was suspected to be caused by electromagnetic interference (emi). The patient was brought to check in and no noise was observed with pocket manipulation or arm above the head. Minimal noise was noted on ra with a left arm across the chest. The patient states the times correlate with welding and using a sawzaw, so likely emi. The plan is continuing to be monitored. Currently, this product remains in service and no adverse patient effects were reported.